Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record of the reported device could not be conducted because the part and lot numbers were not provided. The reported patient effects of intimal dissection and arrhythmia are listed in the coronary dilatation catheters, trek rx and mini trek rx, instruction for use as known patient effects. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The unk nc trek rx and unk trek rx referenced are being filed under separate medwatch report numbers.

Event description:
The following information was reported via a post market hospital data collection clinical study report identifying abbott coronary dilatation catheters (nc trek rx, trek rx, mini trek rx) that may be related to the following adverse patient effects of flow-limiting vessel dissection and clinically significant arrhythmias, which required medical treatment or device intervention.